Event description:
A field service specialist reported the laser stopped working at 8 % of the treatment. The surgeon aborted the treatment and did an energy check. The treatment finished by subtracting 8 % from the sphere correction. Several attempts have been made to obtain additional information, but no further information was received.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information. At this time, no further information is available. (B)(4).